Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrointestinal.according to the reporter: the suture detached from the needle in two different cases when the user was performing a gastric anastomosis.

Manufacturer narrative:
(B)(4).